Event description:
It was reported that the right atrial (ra) lead was pressing on the patient¿s skin tissue and creating a ¿white¿ pressure point. It was noted that there was no redness, swelling, pain or evidence of eroding through the skin layer. The pocket was revised by dissecting free the ra lead from the tissue back to the suture sleeve. The proximal end of the suture sleeve was tied more closely to the muscle and clipped the wing of the sleeve. This allowed the physician to uncoil the lead and move a misplaced coil that was superficial. The ra lead tested fine and was not repositioned in the heart. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2012; addr01 implantable pulse generator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.